Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as blisters on each side of the body that have popped open and scabbed over. There was no alleged device malfunction contributing to the wound. The patient¿s physician prescribed a cream for the wound. Follow up indicated that the wound improved.